Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) and restricted posterior leaflets, heavy amounts of cords, a large gap for a mitraclip procedure. After multiple grasping attempts and the clip getting caught in the chordae, it was reported that one gripper was not functioning as intended. Imaging showed that the gripper line broke from one of the grippers. The clip was removed. There was difficulty with visualization noted. The final mr was grade 4. There were no adverse patient effects or clinically significant delays. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and while the reported single gripper actuation issue appears to be related to the gripper line break, a cause for how the gripper line broke could not be determined. Additionally, a cause for the reported difficult or delayed positioning associated with the clip interacting with the anatomy cannot be determined. Image resolution poor was attributed to procedural conditions as difficulties with visualization during the procedure was reported. There is no indication of a product issue with respect to manufacture, design or labeling.